Event description:
It was reported that when they plugged in the real intelligence robotic drill during set up for a cori assisted tka surgery, the light was flashing but the system did not pick up that a drill was plugged in. They rebooted the console and kept the drill plugged in, however, once they went to unlock burr screen, they got a time out error. Afterwards the tech was unable to disassemble the real intelligence robotic drill regardless of troubleshooting efforts. The procedure was completed, without delay, using manual instrumentation. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the ri robotic drill attachment (us) rob10015, sn (B)(6) intended for use in treatment was returned for evaluation. A relationship between the reported event and the device could not be established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was not confirmed. The drill attachment was stuck on the drill and cannot be removed. The drill was disassembled and it was found that the drill exposure motor is not functional. A kpc test was performed on the drill attachment and passed. The drill attachment functions as intended without any issues. Although the reported problem was not confirmed a factor that may have contributed to the reported symptom may have been associated with improper assembly/disassembly. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of this case. The user manual provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines". The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Per complaint details from the us, it was reported that when they plugged in the real intelligence robotic drill during set up for a cori assisted tka surgery, the light was flashing but the system did not pick up that a drill was plugged in. They rebooted the console and kept the drill plugged in, however, once they went to unlock burr screen, they got a time out error. Afterwards the tech was unable to disassemble the real intelligence robotic drill regardless of troubleshooting efforts. The procedure was completed, without delay, using manual instrumentation. Patient was not harmed as consequence of this problem. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored through complaint investigation and post market surveillance activities.